Event description:
It was reported that the helical blade would not pass through the nail hole during a trochanteric fixation nail (tfn) procedure for a hip fracture. After the blade was backed out, an indentation of approximately 1/64 of an inch was noted on the blade, causing it to catch during insertion. The surgeon attempted to re-drill to insert the blade, but the same issue occurred. Ultimately, a lag screw was used in place of the helical blade. The chosen lag screw was not available in the operating room. A ten (10) minute surgical delay was reported. No additional information was provided. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history review: manufacture date: january 7, 2004. Repair was found on part number 357.372, lot 4700436. One helical blade inserter was returned for repair of damaged component. The product that was returned was not able to be repaired and was scrapped and not returned to service. This repair is not relevant to the complaint because the issue is a damaged component that occurred in the field. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a product development investigation was performed for the subject device (part number 357.372, lot number 4700436, helical blade inserter). No product issue was identified in the complaint or noted upon examination of the returned subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.